Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date in (B)(6) 2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. It was reported that the patient was treated with unspecified treatment and subsequently recovered. Action taken with pd therapy was not reported. The reporter declined to provide additional information.